Event description:
Customer reported via phone, the insulin pump was not delivering the correct amount of the programmed basal insulin. Customer's blood glucose was unknown. Customer stated she was not ill or exercising that can influence the insulin. Customer agreed to receive a loaner pump to see if the issue persisted. Customer called again on (B)(6) 2015 and stated her blood glucose has improved with loaner pump, so her insulin pump was not delivering the correct amount of inulin. Replacement device was sent. Customer is not returning the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.